Event description:
It was reported that a device was used during an unknown procedure. The device fired staples that were not formed. It is unknown how the case was completed. There were no reported consequences to the patient.